Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was breaking up the patient's skin under the patient's breast. There was no alleged device malfunction contributing to the irritation. The patient's physician suggested the vest be removed while skin heals. Follow up indicated the irritation improved.